Event description:
Patient reported ¿implants completely ruptured¿, ¿found out that the implants used had been taken off the market due to the serious (health) risks they pose and was not informed of this. This would have relieved me of all my questions/uncertainties much sooner and most importantly, my symptoms would have been relieved much sooner¿, ¿right breast became tender¿, ¿discovered a small lump¿ and experienced ¿increasing stabbing pain in my right breast¿, ¿increasingly dark/negative thoughts¿, ¿everything took an extreme amount of energy¿, ¿increasing irritable and emotional". The device status is unknown. This record relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿implants completely ruptured¿, ¿found out that the implants used had been taken off the market due to the serious (health) risks they pose and was not informed of this. This would have relieved me of all my questions/uncertainties much sooner and most importantly, my symptoms would have been relieved much sooner¿, ¿right breast became tender¿, ¿discovered a small lump¿ and experienced ¿increasing stabbing pain in my right breast¿, ¿increasingly dark/negative thoughts¿, ¿everything took an extreme amount of energy¿, ¿increasing irritable and emotional". Patient later reported " "completely ruptured, still suffer, and the contents (silicone) roamed freely through my breast (including my glands). The implant was not yet encapsulated at the time of the rupture. General state of mind, my mental and physical complaints (due to this rupture. Small bumps and spots on my face, they started to itch. This worsened. Fatigue, hair loss, even more itching and spots / spots on my face and body. My immune system was declining. I no longer have energy to exercise. Point I also started to suffer from dizziness. At the end of 2019 I got psychological complaints and I was overtired, stimulated, face full of marks and scars. More and more inflammation came in and on my body. I am still suffering damage." The device has been explanted. This record relates to the right side. The events of "dizziness¿ and ¿hair loss¿ have been deemed not device related.